Event description:
A nurse reported that the infusion stopped midway through surgery. The procedure was able to be completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).